Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging a calcode issue with her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient contacted lfs concerned that from 8am on (B)(6) 2019, the meter was showing calcode 35 rather than calcode 25. The patient manages her diabetes with humalog insulin (sliding scale) and a once weekly dose of trulicity. She denied making any changes to her usual diabetes management routine after noticing code 35. She reported that an unspecified time later, she became ¿tired and thirsty¿. She denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management. During troubleshooting, the cca confirmed that the patient¿s meter had been coded incorrectly. The cca walked the patient through recoding the meter and the issue was successfully resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Tired and thirsty, after experiencing difficulties obtaining blood glucose results on her meter because it had been coded incorrectly.